Event description:
Reporter complains of having problems with breast implants that were put in on 7/31/98. Reporter had problems like not being able to sleep, couldn't move arms backwards, couldn't sleep on her back, would have to keep elbows tight to body to avoid pains in shoulder blades. The left breast implant drooped and when bending down it would slide around on the battom part. And this caused a lot of pain. The top part of the right breast implant was very hard, muscles around it were painful to touch. Reporter made several calls to surgeon who put them in, to find out what the problems were. There was no response from surgeon. Reporter contacted him and had both breast implants explanted on 8/13/98. After explant, reporter stopped having the problems mentioned above.